Manufacturer narrative:
Complained product will not be not available.

Event description:
It happened while brushing teeth (picture showing broken oral-b toothbrush refill) [device breakage]. Case narrative: consumer via social media submit a picture showing a broken oral-b toothbrush refill and stated that it happened while brushing their teeth. No injury was reported.